Event description:
The hospital reported that during a diagnostic colonoscopy they experienced a total loss of image. The procedure was not completed, and no further information has been obtained.

Manufacturer narrative:
The device referenced in this report was returned to olympus for investigation. The investigation found that the power supply was not working properly. The power supply has been recovered and it was forwarded to the original equipment manufacturer for further investigation. If additional and relevant information becomes available at a later date, a supplemental report will follow. This report is being filed as an MDR in an excess of caution.